Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer (pp). The patient states there was poor communication on the pp. The patient uses an antenna. It was reviewed to confirm the antenna was secure and sync with the implantable neurostimulator (ins). This did not resolve the reported issue. The patient unplugged the antenna and placed the pp directly over the ins on the skin and synced with the ins. This did not resolve the reported issue. The patient was redirected to the repair department. There was poor communication with and without the antenna. The patient did not intend to follow up with and health care provider (hcp). Medical history includes spinal pain and failed back surgery syndrome. Additional information stated the patient called back and said the adaptive stimulation was gone since (B)(6) 2015. It was reviewed that adaptive stimulation was not enabled; it was not available for his device. The patient stated it was. He could see the icon for standing and sitting. It was reviewed that he does not have adaptive stimulation. Patient services stated he could meet with the device manufacturer's representative (rep) to review what she could do for him. Patient services asked what group the patient was on. The patient stated he had a check box with no letter designation next to it. The patient cycled through the groups and none of them had letters. One showed a body standing, one showed a body sitting, and one showed a body lying down. It was reviewed that groups can be assigned words or pictures to help the patient remember what the groups are for. The patient stated it was stuck on sitting. Patient services thought the patient was not pushing the correct button, they did not hear the device beep on the call. Patient services tried several times and the patient and another person that was helping did not seem to understand what patient services was asking them to do. The patient stated he would call his hcp and the rep. The patient also stated that the device had been moving around in the pocket and that he has lost some weight, but not much. Medical history includes spinal pain and failed back surgery syndrome. Follow up is being conducted to obtain additional information. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received from the consumer reported the manufacturer sent the patient a new stimulator plus new antenna. Nothing was done regarding the moving of the stimulator in the pocket. Everything was working great.